Event description:
The caller reported that the t:slim x2 pump battery was not charging, and a power source alert was noted in the pump history. There was no adverse impact to the customer's blood glucose level. The issue resolved on its own before contacting technical support, and the pump started charging again using the tandem wall adapter and charging cable, so no further assistance was needed.